Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their weight at the time of the event was (B)(6) pounds. To resolve the recharger not charging and the stimulation being off they contacted the service department and had received a replacement part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was unable to charger their recharger from the wall and indicated that when they tried to hold the cord in to charge, it will blink on and off like it's trying to recharge but turns off. The patient reported their ins is out of battery and can't recharge due to recharger not charging. Additional information was received from the patient who reported they received the wrong part. No symptoms reported. No further complications reported and/or anticipated.